Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error. Per additional information received from the complainant on (B)(6) 2015 the device involved in this event is not a bard medical device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patients status post a l3-5 posterior spinal fusion on (B)(6) 2015, the patient had two jp drains. The drains were removed at the bedside on (B)(6). There were not any reported problems at this time. The patient did not experience resistance or pain. The patient was discharged on (B)(6) 2015. It was alleged the during a follow-up CT on (B)(6) 2015, a 6.0 mm jp drain fragment was noted in the subcutaneous tissue to the right of the l2-3. There were not any signs of infection.